Manufacturer narrative:
B2: other serious, even though there was no reintervention the final regurgitation reduction was impacted by the event. There is a potential for reintervention in this case. Additional e1 (telephone number): (B)(6). The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. It should be noted; the device was implanted in the tricuspid position. At this time, the pascal precision transcatheter valve repair system is only indicated for the native mitral valve in the us, addressing degenerative mitral regurgitation. But it is approved for both tricuspid and mitral spaces in the region where the procedure was performed. Therefore, deployment in the tricuspid position will not be considered off-label in this case.

Event description:
Per the report received from czech republic, edwards received a notification regarding a pascal procedure performed in the tricuspid position. After the procedure, a single leaflet device attachment (slda) occurred. The patient had torrential (5+) secondary/functional tricuspid regurgitation (tr), an anterior prolapse/flail segment, a septal leaflet length >7 mm, and dense chordae not affecting the grasping area at baseline. During the procedure, one pascal device was implanted in the anteroseptal position with a 2-8 orientation. Tr was reduced to none/trace (0). Approximately five months after the procedure, during screening for transcatheter tricuspid valve replacement, an slda was identified and the tr grade increased to severe. The patient was approved for the transcatheter tricuspid valve replacement .

Manufacturer narrative:
Information added/updated to section b4, g3, g6, h2, and h6 (component code, type of investigation, investigation findings, and investigations conclusions). H11: additional manufacturer narrative: the device history record review was completed, and this device passed all manufacturing and sterilization inspections. No nonconformance's related to the complaint event were identified. The complaint for implant dislodged from a single leaflet, single leaflet device attachment (slda) post procedure was confirmed with empirical evidence based on information provided. Available information suggests that the patient's anatomy likely contributed to the event. According to the information provided, the eustachian ridge did interfere with device maneuvering. Although the anterior prolapse/flail segment and dense chordae were not individually identified as direct causes, their presence in combination with the eustachian ridge may have limited optimal implant positioning and leaflet grasping, ultimately contributing to the slda observed five months later. Since no edwards defect was identified, corrective or preventative actions are not required.